Manufacturer narrative:
Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while attempting to implant a transcatheter aortic valve, the valve was implanted at the depth of 3-4 millimeter's (mm) from the non-coronary cusp (ncc) and 4-5 mm from the left coronary cusp (lcc). After release from the dcs, the valve dislodged towards the aorta in that it was positioned -2 mm from the ncc and -2 mm from the lcc. Paravalvular leak (pvl) was then identified. Subsequently, a snare tool was then utilized to position the valve above the coronaries and below the great vessels to allow for the implant of a 23 mm non-medtronic (edwards) valve. After implant of the non-medtronic valve, the patient had a valvular gradient of 5 millimeters of mercury (mm hg). Per the physician, the patients tortuous anatomy contributed to the dislodge. Additional information was received that a medtronic (stedi) guidewire was used for the procedure. The deployment starting point was at the bottom of pig tail catheter. Per the physician, the cause of the dislodgement was not certain but possibly due to the anatomy. The pvl observed was severe.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195 - heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while attempting to implant a transcatheter aortic valve, the valve was implanted at the depth of 3-4 millimeter's (mm) from the non-coronary cusp (ncc) and 4-5 mm from the left coronary cusp (lcc). After release from the dcs, the valve dislodged towards the aorta in that it was positioned -2 mm from the ncc and -2 mm from the lcc. Paravalvular leak (pvl) was then identified. Subsequently, a snare tool was then utilized to position the valve above the coronaries and below the great vessels to allow for the implant of a 23 mm non-medtronic valve. After implant of the non-medtronic valve, the patient had a valvular gradient of 5 millimeters of mercury (mm hg). Per the physician, the patient's tortuous anatomy contributed to the dislodge.